Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
During preventive maintenance service, an abbott field representative was splashed in the eye with liquid from the architect i2000sr analyzer rv cell waste when replacing the bottom valve on the vacuum vessel. After the incident occurred, the abbott field representative flushed his eyes with first aid rinse water in the laboratory. No medical treatment was received.

Manufacturer narrative:
Investigation of the issue included a review of the complaint text, a search for similar complaints, a review of labeling, and instrument service. No adverse trend was identified for the customer's issue and no similar issues for splashing/liquid waste exposures were identified. Labeling was reviewed and found to be adequate. The architect system operations manual addresses biological and chemical safety hazards that includes wearing personal protective equipment (ppe) and safety awareness where hazards may exist. The abbott field service engineer (fse) was wearing gloves but was not wearing protective eyewear at the time the incident occurred. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.